Event description:
It was reported that arrhythmia was experienced. Predilatation was performed with a 20mm balloon. A lotus edge valve was advanced to the moderately calcified 22mm native annulus. The lotus edge valve was deployed with one reposition attempt/ the patient experienced first degree av block and had a temporary pacemaker. The final location of the valve was less than 4mm into the lvot. Following the procedure the patient received a permeant pacemaker.